Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4). Email address for contact office in field (B)(4).

Event description:
Report 1 of 2. A customer complaint about what was described as discordant positive antigen typing results for two patients in conjunction with their ortho vision ID mts analyser. Complainant/complaint reporter: (B)(6) - laboratory supervisor date of events: (B)(6) 2021. Reported on (B)(6) 2021 by (B)(6) to ortho care helpdesk. Reagents mts a/b/d monoclonal & reverse grouping card (product code mts080515; sub lot 102820037-18, expiry 24 aug 2021; manufactured 24 nov 20). Patient information. Patient 1: pregnant female, historically o rh neg patient 2: male, historically a rh neg the customer reported that, on (B)(6) 2021, they had tested a sample from patient 1 for d(rh1) antigen typing using mts a/b/d monoclonal & reverse grouping card sub lot 102820037-18 in conjunction with their ortho vision ID mts analyser, and that they had obtained a discordant positive (3+ reaction strength) result. The customer reported that they had retested the same sample from patient 1 for weak d(rh1) twice in tube method, and that they had obtained a very weak positive reaction, and a mixed field reaction. The customer reported that they have sent this sample to a reference lab for further testing. No further details are available. The customer reported that, on (B)(6) 2021, they had tested a sample from patient 2 for d(rh1) antigen typing using mts a/b/d monoclonal & reverse grouping card sub lot 102820037-18 in conjunction with their ortho vision ID mts analyser, and that they had obtained a discordant positive (3+ reaction strength) result. The customer reported that they had retested the same sample from patient 2 for weak d(rh1) in tube method, and that they had obtained a negative result. Tube testing confirmed patient 2 as rh negative. No further details are available. The customer reported that no biased results were reported to a physician. The customer reported that the patients were not harmed as a result of the reported events.